Event description:
It was reported that "6 days post operatively, following a breast biopsy, the patient reported paresthesia at the ground pad application site. The full shape of the pad appeared as a reddened area."